Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged out of the annulus into the ascending aorta upon release from the delivery catheter system (dcs). A second transcatheter bioprosthetic valve was implanted successfully. No adverse patient effects were reported.